Event description:
It was reported that light cord turned on without us pressing the standby button, burned a hole in the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.